Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Event description:
It was learned through medical records (B)(4) a patient with a 29mm 11400m valve in the mitral position had a thrombus with restricted opening on pod#5. The patient later expired on pod#6. The cause of death is unknown. Per medical records, the patient presented with endocarditis and heart failure, and was started on IV antibiotics and diuretics. The patient initially underwent avr with explant of the transcatheter valve, mvr with commando procedure, CABG coming out with an open chest and central va ECMO. On pod#3, it was complicated by rv failure with rv laceration d/t catheter placement requiring repair. On pod #5 the patient went back to or for chest closure and ECMO configuration. It was noted that there was significant clot in left atrium and on the prosthetic mitral valve (B)(4) which was debulked. Pod#6 tee showed thrombus on the mv prosthesis with restricted valve opening and av prosthesis is well seated. Aortic valve opens with every beat. The patient continued to deteriorate and expired on pod#6. The cause of death is unknown.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through medical records (B)(4) a patient with a 29mm 11400m valve in the mitral position had a thrombus with restricted opening on pod#5. Per medical records, the patient presented with endocarditis and heart failure, and was started on IV antibiotics and diuretics. The patient initially underwent mvr with commando procedure, explant of the transcatheter valve, avr with 25mm edwards valve, and CABG requiring an open chest and central va ECMO placement. On pod#3, it was complicated by rv failure with rv laceration d/t catheter placement for ECMO that was repaired. On pod #5 the patient went back to operating room for chest closure and ECMO configuration. It was noted that there was significant clot in left atrium and on the prosthetic mitral valve (B)(4) which was debulked. Pod#6 tee showed thrombus on the mv prosthesis with restricted valve opening and av prosthesis is well seated. Aortic valve opens with every beat. The patient continued to deteriorate and expired on pod#6. The patient later expired on pod#6. The cause of death was due to cardiogenic shock and multiorgan failure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.